Manufacturer narrative:
No button error alarm noted. Insulin pump esc button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked end cap.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they have been caught in the rain and have been in the bathroom while showering with the insulin pump. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.